Event description:
It was reported by service report that the fowler was not working and there were broken end plates. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
End plate bracket assembly.